Event description:
A (B)(6)f admitted with abdominal pain, pelvic mass and abscess 2/2 pelvic actinomycosis. Post op abscess drainage in ir with drain placement. In operating room, patient underwent tah, bso, repair of sm/lg bowel. During case, lg curved sealer failed to operate properly. Not ligating. FDA safety report ID# (B)(4).